Event description:
During the induction phase prior to surgery, the anesthesiologist noticed that the 90 degree respiratory gas sample elbow "popped" off the parallel wye section of the patient circuit. The doctor tried to reattach the elbow, but the fit was very loose. The doctor obtained a different style sample gas elbow and it secured properly and gas tight to the patient circuit. The doctor noted this same problem with several patient circuits and notified the manufacturer to exchange all the patient circuits with this model and lot number.====================== manufacturer response for anesthesia breathing circuit, circuit, adult anesthesia======================manufacturer replaced all the patient circuits with different circuit set.